Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited chronically high shock impedance measurements. Recent measurements were within an acceptable range. No adverse patient effects were reported.